Manufacturer narrative:
The tech found the brake locking mechanisms on the casters were worn. He replaced the four casters to repair the stretcher.

Event description:
Info received indicates the brake is not working.